Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents within specifications however, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. However, the insulin pump had cracked battery tube threads and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not turn on after a battery change. The customer also reported the insulin pump turned on to prompt a prime and then turned back off. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was between 8 mmol/l and 9 mmol/l. The customer also reported a no delivery alarm on the insulin pump. Troubleshooting found the customer was able to prime the insulin pump, but a no delivery alarm persisted with a bolus. Customer agreed to return the product for analysis.